Event description:
The customer reported being hospitalized for low blood glucose two weeks ago. While on call, the blood glucose reading was 359 mg/dl. The customer stated that his blood glucose are unstable and fluctuate from 33 to 600 mg/dl in one day. Troubleshooting was performed. Found that the insulin pump passed the displacement test and displayed the correct amount of units left in the reservoir. Also it was found that the fixed prime test was set higher. No further info was provided. Corrected fixed prime and advised customer to monitor his blood sugar and treat as necessary.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.